Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-56328.

Event description:
A customer reported an intraocular lens (iol) was damaged in the injector. The lens did touch the eye. Additional information was requested.

Manufacturer narrative:
The lens was returned taped to the non-serialized side of the lens case lid. Solution and adhesive are dried on the lens. Both haptics are bent in the gusset and distal area. One haptic/optic junction area is broken (returned). The cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The handpiece/injector indicated is not qualified for the product combination used. The root cause for the reported complaint may be related to a failure to follow the dfu. The reports indicates the use of a handpiece/injector that is not qualified for the lens/cartridge combination used. The use of non-qualified products may result in lens delivery difficulties and/or lens damage. The manufacturer internal reference number is: (B)(4).